Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion. At the beginning of the case, no pericardial effusion was noted. The farawave catheter was used to ablate all veins. However, approximately 30 minutes into the procedure, when attempting to ablate the last vein, the right inferior pulmonary vein (ripv), the physician encountered difficulty deploying the catheter into a basket shape due to the veins size and limited space. The physician performed various maneuvers with the sheath, wire, and catheter to achieve the desired basket shape in the area. At one point, the catheter appeared to be outside the mapped anatomy on carto, but no effusion was observed at that time. It is unclear whether the catheter or the cook rosen guidewire caused the perforation, but these are the two most likely options suspected. A total of 357cc were extracted and reinfused, and the patient is expected to fully recover. The procedure was completed. The device is not expected to return as it was disposed. It was further reported that it was not known if the patient was discharged the same day as the event however, the pericardiocentesis did stabilized the patient.